Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device, is received, a follow-up report will be submitted.

Event description:
The customer contact reported an adverse event while the deivce was in use. Reportedly, a patient coded while the device was in use. No specific patient information, pump programming, or event details were provided. The customer contact stated that they, "don't think that there was a problem with the pump." Multiple unsuccessful attempts have been made to obtain additional information.